Event description:
It was reported that the shaft below the balloon got broken during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the shaft below the balloon got broken during use.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted and the dilation catheter was returned without the original packaging. Visual evaluation of the photo samples noted a burst in the shaft of the dilation catheter. Visual evaluation of the physical sample confirmed the burst in the shaft at the distal end of the catheter. The burst is located to less then 1mm of the proximal bond of the balloon. Some residue was noted to be present on the dilation catheter. Though a specific cause cannot be determined, a potential cause for this event could be shaft wall too thin. The device was used for treatment purposes. It was unknown if the device had met all relevant specifications. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: "do not exceed the recommended rated burst pressure (rbp) for this device." "Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media." "Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded." "Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "Store the balloon dilation catheter in a cool, dry, dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.